Event description:
It was reported that at a follow-up appointment, the physician observed over-sensed noisy signals on the right ventricular (rv) channel during provocative maneuvers. As all other parameters were stable and within range, the physician elected to continue with remote monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.